Event description:
During a laparoscopic cholecystectomy procedure, the clips were not secure on the tissue and they fell off. Opened a 2nd like device and the clips scissored and cut the tissue; however, they were able to finish the procedure with the 2nd device. There was no pt consequence.